Event description:
It was reported intra operatively that the right atrial (ra) lead was stuck and unable to pass through the delivery catheter. The ra lead and delivery catheter were attempted/not used and removed. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).